Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage past stopper a device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
Material no: 309653, batch no: 8303517. It was reported that during use of the bd 60ml syringe luer-lok¿ tip when medicine was drawn, the medication leaked out of the bottom of syringe near the plunger. The following information was provided by the initial reporter: reported issue: per customer, when the medicine was drawn, the syringe was leaking out the bottom near the plunger. They had to waste the medicine and throw away the syringe.